Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) · inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma xc in the "corners of the mouth." About a week before reporting, the patient noticed "swelling on the injection site." Patient was treated with antibiotics, steroids, antihistamines and hylase. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® xc in the "corners of the mouth." About a week before reporting, the patient noticed "swelling on the injection site." Patient was treated with antibiotics, steroids, antihistamines and hylase. Symptoms are ongoing.